Event description:
Related manufacturer report number: 2017865-2023-00314. It was reported during in clinic follow up that the atrial lead exhibited oversensing due to noise and the right ventricular lead showed increased pacing impedance and capture threshold. The right ventricular lead showed evidence of conductor fracture. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.